Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-1380c biocomposite interference screw and ar-4030c-09 fastthread biocomposite interference screw were explanted due to a post-operative infection. The revision took place due to an infection but the root cause of the infection is unknown. No additional information provided. Additional information requested.